Event description:
It was reported during a pulse field ablation pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. Prior to inserting the versacross dilator into the sheath, it was noted by the physician and the lab technician that the tip of the dilator appeared to be defective when loading the versacross rf wire (it was never inserted into the sheath). There seemed to be an 'extra' piece of plastic just outside the tip of its opening, sticking out, appeared to be detachable. Hence, the device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
The device has not returned for evaluation, as it was disposed. However, the reported allegation of dilator tip damaged was confirmed based on the media provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported during a pulse field ablation pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. Prior to inserting the versacross dilator into the sheath, it was noted by the physician and the lab technician that the tip of the dilator appeared to be defective when loading the versacross rf wire (it was never inserted into the sheath). There seemed to be an 'extra' piece of plastic just outside the tip of its opening, sticking out, appeared to be detachable. Hence, the device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).